Manufacturer narrative:
(B)(4). The d12lt was returned for analysis in good visual condition. The obturator was returned with the reset button in the disarmed position. In order to replicate the reported incident, the instrument was armed and it was noted to arm intermittently. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device was received with no information.